Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 32 mg/dl. The customer reported that the insulin pump had a compromised force sensor system error. The customer also reported that insulin was squirting out during priming. The customer reported that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify compromised forced sensor system alarm due to motor error alarm. However, device passed rewind test and displacement test.